Manufacturer narrative:
The device was returned and evaluated. Customer report was not confirmed. Both flotrac sensor and dpt zeroed and sensed pressure. No error message was noted from the monitors. Electrical testing showed that both input impedances (2069 and 2356 ohms) and output impedances (303 and 301 ohms) met specifications. No visible defect was found at cable connectors (mold cavity #23 for flotrac and 11 for dpt). Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Broken zero-stopcock was not returned with the unit.

Event description:
It was reported that it would not read, swapped out sensor and worked fine. Follow up indicated that customer is not sure of the error message. Lot number will be provided when device is returned. No patient complications were reported.